Event description:
Patient reported experiencing elevated blood glucose ("hi" on blood glucose monitor) after changing cartridges. Patient attempted to self-treat by administering a bolus, but device's display was blank. Patient attempted to resolve the concern by display was blank. Patient attempted to resolve the concern by replacing the device's powerpack; however, the display was not restored. Patient stated that they will switch to insulin injections.